Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump and catheter were returned to the manufacturer by the manufacturing representative on (B)(6) 2017, without any further inf ormation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-jun-09. It was reported that the devices were removed and surgical intervention was required because the patient no longer required or desired intrathecal drug delivery. The patient's weight was reported and the patient's body mass index (bmi) was reported to be (B)(6).

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 750 mcg/ml, dose 525.76 mcg/day), clonidine (concentration 50 mcg/ml, dose 35.051 mcg/day) and dilaudid (concentration 1mg/ml, dose 0.7010 mg/day) via an implantable pump for non-malignant pain. On this report date, an active motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). The patient experienced sudden symptoms of nausea, vomiting and diarrhea. The health care professional was to follow-up with the managing doctor.

Manufacturer narrative:
Correction: a previously submitted report had been updated to reflect that intervention was required and that the event was reported as a serious injury when the pump and catheter were returned to the manufacturer. However, in the additional information received from the patient's healthcare provider on june 09, 2017, it was reported that the reason for removal was because the patient no longer required or desired intrathecal drug delivery, and not due to the motor stall. Therefore, the elective surgery to remove the device was not a serious injury; as it was not a required intervention to prevent permanent impairment of a body function or permanent damage to a body structure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl, dilaudid, and clonidine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.